Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. The pump passed all tests prior to leaving smiths medical's control.

Event description:
It was reported that during use of a cadd® cadd-ms® 3 ambulatory infusion pump there was a system fault.